Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 550 mg/dl, 162 mg/dl, 199 mg/dl, and 182 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect strips and replacement was sent.